Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (8 mg/ml at 2.5 mg/day) and bupivacaine (9 mg/ml; dose not reporter) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that a pump motor stall was seen on initial interrogation. The patient had not recently had an MRI. The pump logs indicated that the pump motor stall occurred (B)(6) 2016 at 09:25. The patient had symptoms of nausea, increased pain, chills, and withdrawal which came on gradually. Additional information was received from a company representative on 14-mar-2016 and it was reported that the pump was being replaced today due to the motor stall. Per this reporter, the hcp told them that the patient had an MRI and that was why the motor stall occurred; the reporter could not confirm at the time of the report that the patient did have an MRI at that time. No other motor stalls were confirmed via the event logs. The pump was read (B)(6) 2016 with no motor stall recovery via the event logs. The patient told the reporter today that he was not happy with these issues. Additional information was received from the hcp on 17-mar-2016 and it was reported that the pump was re-programmed with refill. The pump started again, but 3 hours later the patient called stating it stalled again and was alarming. A pump replacement was recommended because of a hard stall. The cause of the stall was not determined. The pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication was found as well as a stall due to gear wheel three. Upon return, the device was interrogated and had last been programmed to deliver a dose at minimum rate (dilaudid 0.0467 mg/day and bupivacaine 0.0526 mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the dose of bupivacaine was noted as 2.1351mg/day. The pump logs indicated stopped pump period may exceed tube set occurred (B)(6) 2016. The patient recovered without sequela

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.